Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module not functioning on ac power and issues with the dc power supply was confirmed via evaluation of the returned heartmate power module. The power module was received at the service depot on 27feb2025 for evaluation. During testing, the power module was connected to ac power and did not boot up as intended. The power supply printed circuit board assembly (pcba) was replaced and the issue resolved. After the power module was fully repaired, the unit was returned to the customer for further use. The power supply pcba was forwarded to the product performance engineering (ppe) department for further analysis. Upon connecting the power supply pcba to a known working test power module fixture, a buzzing sound was noted. Additionally, the yellow power alarm activated, indicating the unit was not receiving ac power properly. Due to the metal encasing of the power supply pcba, no further troubleshooting was unable to be performed. The root cause for the reported event was determined to be due to the power supply pcba; however, further root cause was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 27dec2010. The heartmate 3 instruction for use, rev. A was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 instructions for use, section 3, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The heartmate 3 patient handbook, rev. D which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: damaged streamline battery clip and yellow wrench alarm during fan test. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a power module was in need of repair. The emergency room left the power module powered on, the battery went dead, and it appeared that the dc power supply within the power module was not working either. The power module would not receive and voltage to charge the battery, so the power module remained dead. It appeared to run off the battery but not ac power. The power module was sent to abbott for repair.

Manufacturer narrative:
Section d4: device manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a power module was in need of repair. The emergency room left the power module powered on, the battery went dead, and it appeared that the direct current power supply within the power module was not working either. The power module would not receive any voltage to charge the battery, so the power module remained dead. It appeared to run off the battery but not alternating current power.